Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient received unspecified treatment for the peritonitis event. It was reported that the patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.